Event description:
The customer reported that the device intermittently failed opcheck for the pads cable. There was no report of pt impact or involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device intermittently failed opcheck for the pads cable. There was no report of pt impact or involvement. Philips evaluated the device and reproduced the reported symptom. The power pca was replaced to resolve the issue. The device passed all standard testing and was returned to service.